Event description:
A few minutes after being unplugged from ac power, the vent alarmed "l0w battery". Upon arrival to the car (already running engine), a family member of the pt attempted to use the cigarette adapter. The ventilator proceeded to power on and off repeatedly. The family member bagged the pt en route to home. They attempted to use the 9 hour battery with the same results; cycling on and off the vent. Report source instructed them to plug into ac power, which did not change/fix the problem - cycling off continued. Vent was swapped out without harm to patient during entire incident, per family member. When unplugged the ventilator alarmed continuously for almost 48 hrs until internal battery was completely drained.